Event description:
It was reported while testing for sars-cov-2 false positive results were obtained. Repeat testing performed either using same sample or a newly collected sample and the results were negative. The patients were isolated. Eua# (B)(6) the following information was provided by the initial reporter: customer reporting results with multiple patients (approximately 6 different patients) that initially tested as positive for one target, primarily n2, that subsequently retested as negative. Repeats were performed with the bd cov-2 assay with either a newly collected sample or the same sample.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-01341 was sent in error. It was determined that the issue was due to environmental contamination and therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2 false positive results were obtained. Repeat testing performed either using same sample or a newly collected sample and the results were negative. The patients were isolated. (B)(4). The following information was provided by the initial reporter: customer reporting results with multiple patients (approximately 6 different patients) that initially tested as positive for one target, primarily n2, that subsequently retested as negative. Repeats were performed with the bd cov-2 assay with either a newly collected sample or the same sample.